Event description:
During surgery the mayfield frame made a "pop" sound and the patient's head slipped causing a 1.5 inch full thickness laceration to patient's scalp. The product was used and applied properly. It is believed that one of the pins popped causing the patient's head to slip.